Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the liquid crystal display was bleeding, that the upper and lower cases and side bail covers were broken, the battery release and lead flex cover were contaminated, one case screw was missing, the battery contacts were compressed and the serial number label was damaged. The device was to be scrapped in-house. (B)(4).

Event description:
It was reported that the boards were bad in the external pulse generator. It was further reported that the generator was being retu rned as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.